Event description:
The customer's parent called and reported the customer's blood glucose went over 500 mg/dl. At the time of the report, customer's blood glucose was 203 mg/dl. She experienced the symptom of thirst. The caller declined to troubleshoot for high blood glucose and could not confirm the serial number as she did not have the insulin pump with her. Caller further stated she had already performed troubleshooting for the issue, but there was no record of this.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.